Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube window and cracked reservoir tube.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Blood glucose value was 6.5 mmol/l. Customer was advised the insulin pump needs to be replaced. Customer was out of the country and would confirm address to arrange replacement.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.